Event description:
Had a serious allergic reaction [drug allergy] . Could hardly talk since my tongue swelled up so large/at that point my tongue suddenly blew up like a balloon in my mouth that couldn't swallow [swelling of tongue] . My hands and feet were burning [burning foot]. I could not walk [unable to walk] . My hands started itching [itching] . They were bright red [skin red] . Started to vomit [vomiting] . The naproxen and biotene might have interacted [contraindicated drug administered]. Case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a patient via call center representative (email). The report concerns a female consumer. The consumer received biotene original oral rinse (glycro+sbtl+xylt mouthwash) lot number 3j160c and expiry date 2026-08-25, from (B)(6) 2024 to (B)(6) 2024 for 2 days for an unknown indication. The consumer's concomitant medication includes: naproxen. On (B)(6) 2024, after an unknown time of starting biotene original oral rinse, the consumer experienced a medically significant had a serious allergic reaction (preferred term: drug hypersensitivity). On (B)(6) 2024, the consumer experienced non serious could hardly talk since my tongue swelled up so large/at that point my tongue suddenly blew up like a balloon in my mouth that couldn't swallow, I could not walk, my hands and feet were burning, my hands started itching, they were bright red, started to vomit, and the naproxen and biotene might have interacted, (preferred term: swollen tongue, gait inability, burning sensation, pruritus, erythema, vomiting, and contraindicated product administered). The outcome of the events was recovering/resolving. Treatment medication included: epipen (gabapentin). No medical history was reported. No drug history was reported. The action taken were: for biotene original oral rinse was drug withdrawn. For all events dechallenge was yes and rechallenge was not applicable. Causality for the events was not reported/not assessable with suspect biotene original oral rinse. The reporter provided the following comment: "you need to put a link to drug interactions to the biotine mouth wash on the amazon website. I had a serious allergic reaction when I used your mouth wash and a drug my dentist gave me for swelling. Had to call 911 and could hardly talk since my tongue swelled up so large. My hands and feet were burning and I could not walk. They came and gave my epipen shot and took to ER for 8 hours. Just let people know it is not safe to use unless you look up drug interactions with biotine. If no one was here with me I am not sure I would not be writing this today. I have never had an allergic reaction before. Scared me to death. I've been taking naproxen 500mg tablet for two weeks as per dentist recommendations for toothache because it was swelling. On monday I used your biotene original solution and about 10 minutes later my hands started itching and then I looked at them, they were bright red. At that point my tongue suddenly blew up like a balloon in my mouth that couldn't swallow so I called my partner who was outside. By the time it made it in my living room, the room was spinning so I sat down on my floor and started to vomit, but it couldn't come out because the tongue had filled my whole mouth so my partner called 911. The ER guys took my to the hospital 5:30 in the evening. They couldn't tell why did I had this reaction and it turns out that it might be because the naproxen and biotene might have interacted. Today I tried to research on the internet about it and it was very hard to find that information because it is not listed on your website but I found it. This information should definitely be listed not only on the product but on your website as well so people be aware about it. I almost died and I want to make sure that nobody else goes through that.". This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Initial with follow up performed together. The report is being resubmitted to capture corrections. The information was received on 2024-08-06 and is as follows: device report type updated from blank to serious injury.

Manufacturer narrative:
Veeva case:(B)(4).